Event description:
It was reported that this pacemaker system exhibited oversensing of non-physiological noise on the right atrial (ra) lead channel. This resulted in inappropriate atrial tachy response (atr) episodes. It was noted that isometric testing was performed, and the noise did not become worse. Other lead measurements were stable. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this device was explanted during scheduled generator change out procedure for normal battery depletion (nbd). No adverse patient effects were reported outside of replacement procedure.

Event description:
It was reported that this pacemaker system exhibited oversensing of non-physiological noise on the right atrial (ra) lead channel. This resulted in inappropriate atrial tachy response (atr) episodes. It was noted that isometric testing was performed, and the noise did not become worse. Other lead measurements were stable. No adverse patient effects were reported. Currently, this pacemaker system remains in service.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker system exhibited oversensing of non-physiological noise on the right atrial (ra) lead channel. This resulted in inappropriate atrial tachy response (atr) episodes. It was noted that isometric testing was performed, and the noise did not become worse. Other lead measurements were stable. No adverse patient effects were reported. Currently, this pacemaker system remains in service. According to additional information, this device was explanted during scheduled generator change out procedure for normal battery depletion (nbd). No adverse patient effects were reported outside of replacement procedure.